Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), during prep for a transfemoral tavr procedure in the aortic position, when the cap of the sapien 3 valve was opened debris was observed to be behind the leaflet. The debris was not able to be removed with rinsing.

Manufacturer narrative:
The valve was returned to edwards lifesciences for evaluation.¿ visual inspection of the returned valve confirmed the presence of a black particulate on the valve.¿ upon opening the jar in post-decontamination evaluation, the particulate was no longer a solid piece.¿ the particulate had fragmented into smaller pieces but remained near the green ethibond suture.¿ the solution was checked to verify no particulate was floating; nothing was found in the solution.¿ no particulate was observed anywhere else on the valve nor within the lid of the jar.¿ the returned valve was also inspected for any assembly abnormalities, however, no damage or irregularities were observed.¿ fourier transform infrared (ftir) spectroscopy material analysis was performed.¿ the results indicated that the material showed similar absorption characteristics to cellulose.¿ during manufacturing, the following processes are in place to mitigate against the potential of particulates or fibers on the sapien 3 valves: the valves were manufactured under controlled environments in cleanrooms.¿ all personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product.¿ during valve assembly, in process glut were changed out daily and at the end of an assembly step once it is completed for the work order and also to enforce use of clean room tape to wipe the removed/cut sutures at the work stations. The valves were 100% visually inspected under 8x magnification before and after attachment to the holder.¿ these 100% visual inspections are able to identify presence of any fibers and particles, e.g. Particulates, free sutures, debris, on valves or inside jars.¿ similarly, in process glut is changed out after the visual inspection is completed for the work order to rinse off any potential loose particulates/sutures in the jar or valves.¿ 4. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) are on the valves and inside the jars, visible to unaided eye. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review did not reveal any other complaints related to valve particulate, contamination for the work order.¿ review of complaint history from march 2017 to february 2018 revealed no other returned complaint for black cellullose particulate contamination.¿ the edwards sapien 3 kit transfemoral instructions for use (instructions for use) and device prepping manual for sapien 3 valve with commander delivery system were reviewed.¿ no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.¿ the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.¿ the complaint was confirmed; however no manufacturing non-conformities were found in the returned sample. Chemistry analysis identified the material as cellulose.¿ a manufacturing process walkthrough did not reveal any possible sources of black cellulose material on the production floor.¿ no labeling or IFU inadequacies were identified. Review of the DHR and lot history did not reveal any non-conformances for related issues of particulate contamination.¿ additionally, review of the complaint history revealed that the occurrence rate does not exceed control limits for february 2018, therefore, no corrective or preventative action is required.¿ however, as a precaution, awareness communication was performed in singapore to operators and inspectors.

Manufacturer narrative:
The valve and a photography of the device taken from the field were returned to edwards lifesciences for evaluation.  A black dot can be seen near the green ethibond suture on the inflow.  Further visual analysis of the valve during post-decontamination confirmed the presence of a black particulate on the valve.  Upon opening the jar in post-decontamination evaluation, the particulate was no longer a solid piece.  The particulate had fragmented into smaller pieces but remained near the green ethibond suture.  The solution was checked to verify no particulate was floating; nothing was found in the solution.  No particulate was observed anywhere else on the valve nor within the lid of the jar.  The returned valve was also inspected for any assembly abnormalities, however, no damage or irregularities were observed.  Fourier transform infrared (ftir) spectroscopy material analysis was performed.  The results indicated that the material showed similar absorption characteristics to cellulose.  During manufacturing, the following processes are in place to mitigate against the potential of particulates or fibers on the sapien 3 valves:  the valves were manufactured under controlled environments in cleanrooms.  All personnel working or entering edwards' manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product.  During valve assembly, in process glut were changed out daily and at the end of an assembly step once it is completed for the work order and also to enforce use of clean room tape to wipe the removed/cut sutures at the work stations. The valves were 100% visually inspected under 8x magnification before and after attachment to the holder.  These 100% visual inspections are able to identify presence of any fibers and particles, e.g. Particulates, free sutures, debris, on valves or inside jars.  Similarly, in process glut is changed out after the visual inspection is completed for the work order to rinse off any potential loose particulates/sutures in the jar or valves. Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure no foreign materials (e.g. Particulates, free sutures, debris) are on the valves and inside the jars, visible to unaided eye. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events. A lot history review did not reveal any other complaints related to ¿valve ¿ particulate, contamination¿ for the work order.  Review of complaint history from march 2017 to february 2018 revealed no other returned complaint for black cellullose particulate contamination.  The edwards sapien 3 kit ¿ transfemoral instructions for use (instructions for use) and device prepping manual for sapien 3 valve with commander delivery system were reviewed.  No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint was confirmed; however no manufacturing non-conformities were found in the returned sample. Chemistry analysis identified the material as cellulose.  A manufacturing process walkthrough did not reveal any possible sources of black cellulose material on the production floor.  No labeling or IFU inadequacies were identified. Review of the DHR and lot history did not reveal any non-conformances for related issues of particulate contamination.  Additionally, review of the complaint history revealed that the occurrence rate does not exceed control limits for february 2018, therefore, no corrective or preventative action is required.  However, as a precaution, awareness communication was performed in singapore to operators and inspectors.